Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿<inspection of the endoscope> 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when using the air / water valve 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. ¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited buckling of insertion tube and reduced angulation. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. Air water nozzle was flushed with detergent. An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Connecting tube has a dent. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had white-clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Air/water-cylinder was dirty. Adhesives around objective lens had white-clouded area. Adhesive around light guide lens was peeled. Electrical connector had discoloration due to water leakage. Connecting tube and switch had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.